Event description:
Bioserenity mdg, ex bioserenity, neuronaute, and cardionaute use varta easypack xl batteries, which do not have short-circuit protection. The somnonaute has only two wires on a lithium-ion battery. No thermal detection (?). Bioserenity has been put into liquidation in france by the courts.